Event description:
It was reported that there was noise on the right ventricular (rv) lead channel of this implantable cardioverter defibrillator (ICD) system. It was noted that patient was seen in clinic and physician reprogrammed the device and turned off tachy therapy. Technical services (ts) provided device operation troubleshooting. No adverse patient effects were reported. Currently, this lead remains in service.